Manufacturer narrative:
A review of the product's device history record was performed for subject device. The review revealed there were no anomalies or non-conformances generated during the manufacture of the devices that would contribute to this complaint condition. The devices passed inspection and were approved for initial use. A subject matter exper (sme) reviewed the provide images and comments provided by the surgeon. The sme agrees the probable explanation for the back out is over-stuffing the space and not getting the implant recessed or counter-sunk. The cage is too long for this space and probably 2-4mm too tall. Another thing to consider critically is the discectomy. The sme does 1/3 tlif and 2/3 alifs in his practice and have had trails "bounce" back out (meaning the implant may push out) when not done a thorough and complete discectomy. This is a common underestimated aspect of some cage migration cases for any type of implant. Titan spine's cages do not have spikes or aggressive ridges on our implants as titan spine believes the upside is better endplate preservation/contact/integration. The downside is that this sacrifices a popular way manufacturers design against migration. This makes the discectomy and proper choice of size (length and height) even more essential. Device not returned to manufacturer.

Event description:
Surgeon had another titan tlif cage back out within the first month post op. The first failure was attributed to overstuffing the disc space, CT scan showed a fracture through the l5 body and one of the l4 pedicles (previously reported). Patient was since revised. The second the surgeon saw, the patient was 4 weeks out. CT scan shows no fracture no screw are lateral or misplaced. Surgeon assumed the most plausible explanation is again the cage is to large. Surgeon could have tapped it more anterior and not left it flush with the dorsal border of the l5 body. Original case was completed on (B)(6) 2017. Implant back out detected on (B)(6) 2017.